Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the system was not booting up due to phase 1 ups fault. To resolve the issue fse by-passed the ups. After bypassing the ups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.